Manufacturer narrative:
On (B)(6) 2016 03:13 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was opened and it was discovered that the jaws of the device were damaged. They appeared ¿bent¿ and not able to close properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.